Event description:
On (B)(6) 2011, it was reported that an AED was used during a rescue attempt and that the device advised a shock and then powered off. It was reported that the pt survived, but died (B)(6).

Manufacturer narrative:
Method: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. The investigation determined that there was a failure to service/maintain the device according to MFR recommendations. Specifically, the device's battery pack was not replaced as indicated by the device's self-check system during a number of occasions prior to the reported rescue attempt.